Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as an abdominal infection. The cause of and treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. On unreported dates, dianeal therapy was withdrawn, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.